Event description:
On (B)(6) 2021, a carbomedics top hat mechanical heart valve s5-023 was implanted. On (B)(6) 2022, the fluoroscopy was performed due to the valve thrombus. A slight valve insufficiency was observed in one of leaflets, but the patient's symptoms were mild and treated with anticoagulant therapy.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device remains implanted (no notification of explant received to date), no further investigation is possible at this time. The manufacturer attempted to follow up to retrieve more information, but the manufacturer was informed that no additional information will be provided on the event. Based on the information available, it is not possible to draw a definitive conclusion to the reported event. However, from the document review performed, no manufacturing deficiencies were identified. As reported, the patient's symptoms were mild and no device explant was reported as a result of the event. As such, there is no evidence to suspect a serious adverse event for the patient as a result of the event reported. Given that the patient was treated with anticoagulation therapy, it is possible that the event was caused by an incorrect management of the postoperative anticoagulation therapy. It should be noted that valve thrombosis is listed as a possible adverse event in the carbomedics prosthetic heart valve IFU. The event is, therefore, a known inherent risk of the device. Should any additional information be received in the future, a follow up report will be provided. Device remains implanted.